Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pulsed-field vs cryoballoon vs radiofrequency ablation: outcomes after pulmonary vein isolation in patients with persistent atrial fibrillation. Heart rhythm. 2024; 21:1227¿1235. Doi: 10.1016/j.hrthm.2024.04.045 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to receiving shocks. A remote monitoring transmission indicated that the patient received a shock and antiarrhythmic pacing therapies for an episode detected in the ventricular fibrillation (vf) zone that was suspected to be supra ventricular tachycardia (svt). Additionally, the right atrial (ra) lead displayed undersensing during the treated episode. The ra lead undersensing was noted to trigger device classified termination of atrial tachycardia/atrial fibrillation (at/af) events at times. The implantable cardioverter defibrillator (ICD) and ra lead remain in use. No further patient complications have been reported as a result of this event.